Event description:
A report was received from (B)(6) stating that an ht70 ventilator experienced a malfunction. The customer stated that during patient use, an application error occurred. Although the ventilator operated normally, the pressure bar did not function. The patient was manually ventilated and transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
(B)(4).